Manufacturer narrative:
Investigation summary: a complaint of a set coming with a cut in the tubing was received from the customer. A photo was provided for investigation. In the photo, the tubing is observed to have a clean cut near the roller clamp. The customer complaint was confirmed. A device history record review for model 11448964, lot number 22113092 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd secondary administration set was damaged causing leakage. The following information was provided by the initial reporter: new IV secondary set had a cut in the tubing. After attaching a brand new secondary IV set to a saline IV line that was connected to patient but not yet running and then beginning to backprime, I discovered a cut in the secondary tubing when the saline began spilling out.